Event description:
A change in therapy was reported. It was state that ¿when they raised it, they made it too high and he can¿t control it¿. Patient couldn¿t move his legs ¿they are spaghetti because the baclofen is too high¿. Patient was in a rehabilitation center and was missing out on rehab because ¿it takes the 24-48 hours to adjust to the decrease once it¿s done and he had got to do rehab in order to get release¿. Per reporter healthcare provider (hcp) had called the manufacturer representative on friday (B)(6) 2014 to reduce the setting but no one had come in. Per manufacturer representative, they spoke to the clinic nurse, and were not provided a directive to adjust patient¿s pump (B)(6) 2014. When the patient was informed of the same, it was stated that the hcp would not come down and adjust his pump. Drugs in the pump were baclofen 500.0 mcg/ml at a daily dose of 99.90 mcg/day and morphine 5.0 mg/ml at a daily dose of 0.9990 mg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n164186, implanted: (B)(6) 2009, product type: accessory. (B)(4).